Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. On (B)(6) 2004, the software_rec3d-0027 hemo pc crashed 3 times during a case. Debug patch was applied on (B)(6) 2015. This error impacts the physician's ability to continue vitals monitoring during cath procedures. (B)(4).